Event description:
During the cardiac catheterization procedure the staff notified the cardiologist that the aortic wave form was dampened. At the same time, the tech noted that the tubing was leaking at the connection to the injector and tightened the connection at the stopcock. An injection of contrast into the line followed and while viewing the injection on the monitor, an air bubble was visualized going into the coronary arteries. The pt became bradycardic declining into asystole. A code blue was called, the pt was intubated and was successfully resuscitated. A balloon pump was placed and the pt was transferred to (B)(6).